Event description:
It was reported that during preventative maintenance, the cot needed multiple parts, bearing kit, button assembly and head section assy. No patient involvement or adverse consequences reported.

Manufacturer narrative:
Other: head section assembly.